Event description:
It was reported that the patient was having a reaction to products used during a knee procedure. Follow-up investigation: an allergists treating a male patient who is suffering from an itchy rash. The patient has had a ibalance tka knee procedure in the end of (B)(6) 2014, around the end of (B)(6) the patient begin to have a very itchy rash. He has had 2 patch tests preformed with inconclusive outcomes. The patient has stated he has no known allergies, he is not a diabetic. The patient will be tested for nickel and other compounds. Allergist has requested the makeup of the devices used for this patient`s procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.